Event description:
It was reported there was resistance when inserting the lead into the extension despite untightening the screw. As a result all impedances were > 10,0000 ohms. After trying again, when the lead was inside the extension, electrodes 1, 6 and 7 were > 10,000 ohms. The other electrodes were "ok". Prior to implanting the extension, the testing of the impedances on the lead went well and were "ok". The implanter thought the lead was too big for safe insertion inside the extension, but the lead and extension were still implanted because the pt had "good" stimulation using the electrodes that were ok. In post-operative, electrodes 1, 6, and 7 were still > 10,000 ohms. The pt was "ok" with the stimulation and had no revision needs at the time. The pt had no injury and there were no actions required as a result of the event.

Manufacturer narrative:
(B)(4).